Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer performed the correlation studies between axsym digoxin ii and digoxin iii and observed a shift greater than declared in the correlation study published in the correlation study package insert. There was no impact to pt mgmt reported.